Manufacturer narrative:
Device evaluated by MFR: a synergy xd mr ous 3.00 x 24mm catheter was returned for analysis. A visual, tactile, and microscopic analysis were performed. It was found that the stent was not attached and had not been returned. The balloon was also in a deflated state, and multiple kinks were found along the shaft. A shaft break was located at 18cm distal to the distal of the strain relief. The bumper tip showed no signs of damage.

Event description:
Reportable based on device analysis completed on 01-dec-2023. It was reported that crossing difficulties occurred. The target lesion was located in the left anterior descending artery. A 3.00 x 24mm synergy xd drug-eluting stent was advanced for treatment. During the procedure, the stent could not cross the lesion due to severe calcification. The procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition post-procedure. However, returned device analysis revealed that hypotube detachment occurred.